Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function/unit will not start. The key failure is the power switch has no power or alarm.associated malfunctions for this device: heat exchanger and tubing leaking.